Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell dyn emerald generated falsely increased platelet (plt) results on one patient. The results provided were from the afternoon of (B)(6) 2016 = 68 / 57 / 30 / 24. The lab reported 57 (x1000 / ul) to the doctor on (B)(6) 2016. On (B)(6) 2016, the lab was informed that the doctor complained because the patient was admitted to the hospital in the afternoon of (B)(6) 2016 and the plt count result from the hospital lab was 4 (x1000 / ul), so the patient was immediately transfused. After receipt of the doctor's complaint, the lab sent the original sample ((B)(6) 2016) to its main branch to retest on sysmex xt1000i. The plt result was 3 (x1000 / ul). The lab also performed a manual smear on the sample, and obtained a count of 3 (x1000 / ul). There was no negative impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation included review of submitted data, review of product historical data, product labeling, and a consultation with medical and scientific affairs department. No returns were available for the investigation. A review of product historical data did not identify any trends or increase in customer complaints for this issue. The falsely elevated platelet (plt) result for this specific patient sample may be due to the sample's sensitivity to the edta anticoagulant and the presence of cold agglutinins. The possibility of cold agglutinins being present in the patient sample could not be eliminated. When it comes to coagulation and platelet clumping the preferred anticoagulant is trisodium citrate. A review of the cell-dyn emerald operator's manual provides more information regarding the interference of platelet clumping and the conditions that affect the platelet result. Based on the available information and the submitted data, the cell-dyn emerald is performing as designed and a product issue was not identified